Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Based on the results of the investigation, it is likely that the issue is related to user error. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis and investigation conclusion. The OEM (original equipment manufacturer) performed an investigation on the returned fiber. The root cause determined that the fiber broke at scope entrance due to user error. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received and evaluated at olympus service center site. Initial evaluation determined that the distal tip found with some black residue and looked like it was burned. It was unable to determine if the end of the fiber came apart as no pieces were returned with the subject device. The subject device will be sent to the original equipment manufacturer for further evaluation and investigation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the first fiber used broke apart in the middle after minimal use. The second fiber used broke apart about 4 inches from the tip inside the uretero-reno fiberscope. Visualization was instantly lost, a new fiber was needed to complete the procedure. The broken fiber needs to be removed from the patient. There were no further details provided regarding the event. No patient harm or injury was reported. No user injury reported. This report is related to the report with patient identifier (B)(6).